Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was not completed it was abandoned. There were no causes or contributing factors for the failure to open were identified. The information has been confirmed/provided by the physician.

Event description:
Medtronic received a report that the pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of an amorphous, unruptured  v4 aneurysm with a max diameter of 10.2 mm and a 8 mm neck diameter. The landing zone was 3.4 mm distally and 3.87 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 252. The angiographic result post procedure was the same as before. It was reported that as per doctor, the device was not opening in middle segment. The doctor tried 2 times resheathing and redeploying again but at same location the device was not opening. The product was discarded as patient was sero positive for hepatitis b and as per hospital policy, the device can't be return to avoid infection. There was failure to open in the middle section of the pipeline. The pipeline was not positioned in a bend, more than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuronmax sheath, neuron guide catheter, headway microcatheter, traxcess guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.